Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005. Concomitantly, the patient underwent a hysterectomy. Following the procedure, the patient had a colonoscopy on an unknown date and the patient stated, she was able to see the mesh in her colon. The patient gave herself enemas to relieve severe constipation. She was incontinent of urine. The patient was able to feel the sling moving and pinching her sometimes. Additional information has been requested.

Manufacturer narrative:
(B)(4): it was reported that the patient was seen by a urologist on (B)(4) 2012. Colonoscopy report from (B)(4) 2011 showed possible foreign body. Currently the patient has mixed incontinence which has become worse. The patient was prescribed miralax twice daily and is planning to undergo a simple cystometrogram and cystoscopy in about 2 weeks.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).